Event description:
It was reported approximately two years post ventricle assist device implantation this patient was admitted to the hospital with high power. The patient was administered tissue plasminogen activator (t-pa) and heparin which were successful in returning pump parameters to normal operating ranges. It was reported that the patient had no hematuria or other symptoms and was last reported to be "fine."

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The reported event indicates that the patient underwent treatment for a suspected thrombus. The patient was treated with tpa and pump parameters returned to normal. The hvad pump (B)(4) remains implanted and will not be returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump ((B)(4)) met all requirements for release. A review of the controller log files associated with the event confirmed the reported "high power' event. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The device is related to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power event is thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product still implanted in patient.